Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d1, d2, d4, g1, g4, h6.

Event description:
Patient reported via regulatory agency the event of "silicone has gone into their lymph nodes and they may need another op soon.¿ patient also reported "damage to breast tissue and muscle, also lymph nodes, now high cancer risk," "suffered neurological problems, autoimmune disease, hair loss, breathing problems, allergies, rashes, heart problems, tachycardia, hormone imbalances, eye problems , weight gain, walking difficulty, swilling difficulty, extreme exhaustion, depression, headaches, loss of libido, widespread pain, skin dryness, acid reflux, metal taste in mouth,¿ "still have some of the symptoms, their sight has not gotten better, they had fantastic vision then I woke up one morning and I had double vision in their eye, they still have skin rashes on the left side of their body, they still have muscle pain and fatigue a lot of the time, they still have not regained all of their hair which is still about 1/3 thinner than it was before" these are not device related. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported via regulatory agency the event of "silicone has gone into their lymph nodes and they may need another op soon.¿ patient also reported "damage to breast tissue and muscle, also lymph nodes, now high cancer risk," "suffered neurological problems, autoimmune disease, hair loss, breathing problems, allergies, rashes, heart problems, tachycardia, hormone imbalances, eye problems , weight gain, walking difficulty, swilling difficulty, extreme exhaustion, depression, headaches, loss of libido, widespread pain, skin dryness, acid reflux, metal taste in mouth,¿ "still have some of the symptoms, their sight has not gotten better, they had fantastic vision then I woke up one morning and I had double vision in their eye, they still have skin rashes on the left side of their body, they still have muscle pain and fatigue a lot of the time, they still have not regained all of their hair which is still about 1/3 thinner than it was before" these are not device related. Device has been explanted. This record is for the right side.